Event description:
It was reported that screws fractured and were removed. Patient had to return to place new screws.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. PMA/510(k) number: k072642.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Three (3) certain titanium large hexed screw (ilrght) & two (2) certain gold-tite large hexed screw (ilrghg) were returned for investigation. Visual evaluation of the as returned product identified signs of use. Two (2) gold screws were fractured at the threads, and three (3) titanium screws were also fractured at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. Patient is a smoker. The reported devices were located on tooth sites # 23, 26 (fdi) and were used for an unknown amount of time. DHR review was completed for the subject lot numbers (1230367 & 1251766). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (1230367 & 1251766) for similar events and no other complaint was identified. Review completed utilizing keywords: fracture screw. Therefore, based on the available information, devices malfunction did occur, and the reported event was confirmed following visual inspection.

Event description:
No further event information is available at the time of this report.